Event description:
A peritoneal dialysis (pd) patient contact reported during drain 3 of 5 of treatment the cycler prompted with an m71.3 pressure leak alarm and the cassette door popped open and the cassette popped out on its own. A fluid was discovered on the external of the cassette and was not discovered in the pump module area of the cycler. The patient reported fluid leaked from a tear in the film on the back of the cassette. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to try the cycler again the following night. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak occurred and the same time the reported cycler alarm during drain 3 of 5 of treatment. Fluid was found leaking from a tear in the film on the back of the cassette. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient resumed treatment using the current cycler the following night without further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported during drain 3 of 5 of treatment the cycler prompted with an m71.3 pressure leak alarm and the cassette door popped open and the cassette popped out on its own. A fluid was discovered on the external of the cassette and was not discovered in the pump module area of the cycler. The patient reported fluid leaked from a tear in the film on the back of the cassette. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to try the cycler again the following night. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak occurred and the same time the reported cycler alarm during drain 3 of 5 of treatment. Fluid was found leaking from a tear in the film on the back of the cassette. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient resumed treatment using the current cycler the following night without further issue.